Manufacturer narrative:
Product investigation summary: the investigation shows that the instrument in question was received in two pieces. The shortcut is broken off at the cutter head, nearby to the holding wire. Also, we found nicks and wear on the cutting edges. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided clinical information, it is impossible to determine the exact cause of this occurrence. The wear and tear appearance of the instrument is a clear indication, that the product was used in an excessive way over the years, as the product was manufactured and distributed in june, 2009. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played certain role to the complained issue. The microscopic analysis of the broken area shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications no product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 18. June 2009. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a matrixmandible plate with a thicknesses of 2.5mm was applied in a reconstructing lower jaw surgery. Two shortcuts were used because of thickness of plate; when the surgeon grabbed the two handles in one hand, the circled part of one of the shortcuts broke in half. Eventually the surgeon cut the plate using a bending plier and completed the surgery. It was reported there was no patient harm and it is unknown if there was a surgical delay due to the event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.